Event description:
A suspected case of acute infection following placement of an unknown size vascu-guard peripheral vascular patch with apex processing was reported for an unknown procedure. It was not reported whether or not the suspected acute infection was treated. No additional details are available at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.